Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-feb-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that main drawer 6 was not opening due to both the l board and drawer board showing no power indication. Additionally, a position sensor failure was identified, caused by a damaged position sensor cable. A field service engineer replaced these boards and the damaged cable to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a black screen. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.